Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, the reported problem "failed upstream test" was not reproduced. Evaluation had sent the device to the flow line for upstream occlusion test with a passing result. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a failed upstream test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.